Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr lab-inr 2009, follow-up call from patient.

Manufacturer narrative:
Summary: end-user claims discrepant results. Customer results analyzed in-house. Accuracy met criteria, all results. Indicates patient hospitalized with blood clot. In-house accuracy test with returned meter, retained strip ln 216965, and retained strip 214530; results accuracy met criteria. Returned meter functional test was performed and passed. Temp. Sensing was performed and passed. Meter memory data verified. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. Hence, no further investigation required. On 8/6/09: biosite received 1 inratio meter.